Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was experiencing increase in seizures. The mother suspects that it is due to low battery. The patient has been referred for revision. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
B5. Description of event, initial report inadvertently did not mention that vns generator was replaced. H6. Health effect, initial report inadvertently used f26 instead of f1905. H6. Types of investigation, initial report inadvertently used b20 instead of b17.

Event description:
It was reported that the patient underwent vns battery replacement. The explanted generator has not been shipped to the manufacturer to date. No other relevant information has been received to date.